Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer and power cord were replaced. The software was re-installed during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system was slow to boot up. Also the power cord was damaged. No pt injury was reported.